Event description:
It was reported that during a da vinci-assisted prostatectomy-radical salvage surgical procedure, the maryland bipolar forceps instrument was damaged at the distal end and stuck inside the trocar. The customer removed the instrument along with the trocar. No fragment fell inside the patient. The customer used a backup instrument. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken at the distal end. A piece measuring proximately 0.153 x 0.237 was not returned with the instrument. The root cause of broken instrument main tube is associated with mishandling and/or misuse.